Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a boil under her left breast. The lifevest exacerbated the condition. The patient's physician prescribed an antibiotic and indicated that if it did not heal, the patient would need to get the boil lanced. Follow up indicated that the boil was still present but improving. The patient ended use of the lifevest.